Manufacturer narrative:
An event of a tear in the valve was reported. The results of this investigation concluded tears in cusps 1 and 2 of the returned 25 mm epic valve. All three cusps had thinning and loss of collagen fibers. No acute inflammation or significant calcifications were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2012, a mitral valve replacement (mvr) was performed and this 25 mm epic valve was implanted for the treatment of mitral regurgitation. Concomitantly, avr (unknown size of magna ease from edwards) and tap (unknown size of tailor band/ring from sjm/abbott) were performed due to aortic stenosis and tricuspid regurgitation. Furthermore, the patient¿s native aortic valve was rheumatic bicuspid valve. A 19 mm mosaic valve (medtronic) in the aortic position and a 27 mm tailor band in tricuspid position were implanted in the concomitant procedure. Between (B)(6) 2017, the patient was hospitalized with fever and cardiac insufficiency. On (B)(6) 2017, the patient was re-admitted to this hospital due to recurrent cardiac insufficiency. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient was hospitalized to undergo surgical intervention. On (B)(6) 2017, a re-do mvr was performed and this valve was explanted and a leaflet tear was located on the left ventricular outflow tract (lvot) side, which met the middle portion of the anterior leaflet of the patient's native mitral valve. One of the stent posts where the tear was observed was noted to have faced toward and was close to the lvot. A 23 mm carpentier-edwards perimount magna ease mitral heart valve was implanted. The patient has been in stable condition postoperatively and on (B)(6) 2017, the patient was referred to the department of cardiology in this hospital for observation. Patient weight is not available.

Event description:
About 5 years ago on an unknown date, a mitral valve replacement (mvr) was performed and this epic valve (unknown model/sn) was implanted in the patient's mitral position. Concomitantly, avr (unknown size of magna ease from edwards) and tap (unknown size of tailor band/ring from sjm/abbott) were performed. Mitral regurgitation was detected by an echocardiography about six months ago and the patient was monitored. A redo mvr was performed on (B)(6) 2017. The epic mitral valve was explanted and replaced with a magna mitral ease valve (unknown model). Because it has been six months since mr was noted, the patient¿s cardiac function has slightly deteriorated compared to the function of the initial surgery. Upon explant of the epic valve, one leaflet became almost completely torn and detached from the stent post. Additional information including the patient, the model/serial number of this valve, patient preoperative/postoperative condition has been requested. Patient weight is not available.